Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation) additional information: h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Torque engagement testing was also performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to inadequate solvent bond. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set. The transfer set "gets stuck." This occurred during an unspecified process step of peritoneal dialysis therapy in the capd (continuous ambulatory peritoneal dialysis) room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.